Manufacturer narrative:
Film evaluation summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be fully determined from the films returned. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iii fabric endoleak cannot be ruled out, a type iii fabric endoleak would be less likely to have occurred at index, especially occurring in two stent grafts. Analysis of the returned films did not reveal any obvious anatomical factors that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. It was reported the type iii endoleak occurred following use of the reliant balloon. It was noted per the endurant IFU, that caution is required as overinflation of the reliant balloon can be a possible cause of a graft tear. The endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Type ii endoleaks from collateral vessels surrounding the aneurysm sac also could not be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant stent graft limb (enlw1613c95ee) was implanted during the endovascular treatment of a 38.4mm abdominal aortic aneurysm. It was reported during the index procedure, post-procedure angiography revealed an unknown endoleak at the connection point of the endovascular stent. The stent was subsequently expanded and attached with a compliant balloon. A follow-up angiography was conducted and revealed a type IV endoleak, determining that the stent was damaged. As treatment, a new endovascular stent graft-contralateral iliac artery endovascular stent was re-implanted.  Per the physician the cause of the unknown endoleak and type IV endoleak was attributed to a damaged stent. No additional clinical sequelae were reported, and the patient fine.

Manufacturer narrative:
Product analysis conclusion :two (2) images capturing the endurant device pouch and shelf carton label were received. The device ide ntification matches that on gch. The reported endoleak could not be confirmed trough the image review. B5; additional information received: it was reported that postoperative angiography revealed a type IV endoleak.a type iii endoleak occurred after the reliant balloon was expanded. It is believed that the stent had two types of endoleaks. It was confirmed the endurant limb and endurant bifurcate had both a type IV and iiib endoleak. A cause of the iiib endoleaks could not be specified. It was reported it was a enlw1613c120ee that was implanted as treatment. Section d information references the main component of the system. Other relevant devices are: enbf2313c170ee, s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.